Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro pa noticed on the monitor that there was a small piece of rubber floating at the tip. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicon insulation on the cold jaw was peeled at the base of the jaw without boot detachment. The heater wire was flexed away from the jaw but remained attached at the base and the tip of the jaw. Based on the return condition of the device, the reported complaint was confirmed for the reported failure mode "peeled insulation" and the analyzed failure mode "bent wire". Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro pa noticed on the monitor that there was a small piece of rubber floating at the tip. The hospital did not report any patient effects.